Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose. Blood glucose levels of customer were 552 mg/dl, 460 mg and 500 mg/dl at different time. Customer was using auto mode feature at the time of reported event. Customer reported that first time they changed the set, they noticed that the needle was bent. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated their hyperglycemia with manual shots. Customer will call back to gave hospitalization details as they have receptions call at that time. Customer reported that they had contacted their healthcare professional's regarding their high blood glucose. Insulin pump will be returned for analysis.